Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the lead was unable to be implanted due to a fixation anomaly. The lead was replaced. The patient was stable with no adverse consequences. Additional information has been requested but is unavailable.